Manufacturer narrative:
The peritonitis occurred on an unreported date ¿some time ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal inflammation manifested by abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (no further details). At the time of this report, the patient was not recovered and action with dianeal therapy was unknown. No additional information is available as the reporter declined to provide any further information.